Manufacturer narrative:
(B)(4). Batch # t92w9v. Additional information received: what part of the jaw was broken? Joint. Was the moveable top jaw damaged, but still attached to the device? Yes. Did the moveable top jaw break off? No. Did the ceramic (on the lower non-moveable jaw) separate or break off? No. Did the electrode (on the lower non-moveable jaw) separate or break off? No. Did the patient experience any adverse consequences due to this issue? No. Investigation summary: the device was received with the top of the I-blade upper tip broken off not returned. In addition the jaw was not damaged as reported. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a partial nephrectomy procedure, the jaw of enseal broke. There was no delay due to the reported event. Procedure was completed successfully with a new device. Patient consequences were not reported.